Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the consumer via the manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported the stimulation/therapy was turned off. Contributing factors were unknown. The patient reported that they had not operated the application themselves. There was no recollection of passing through airport gates or anti-theft devices. The cause of the therapy being turned off could not be identified. For the time being, the patient was guided to turn the therapy on and was asked to monitor the situation. It was unknown if the event resolved. No further information was available.